Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when attaching the 18ga introducer needle to the arrow raulerson syringe (ars) in the operating room, the connection between the needle and ars was loose. As a result, the physician held them together with his fingers and used them anyway. There was no reported delay, death or complications to the pt.